Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred, cause was unknown. Customer's blood glucose level was over 600 mg/dl with high ketones and was addressed with intervention by customer's boyfriend who administered a manual correction injection. Additionally, it was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue.